Event description:
It was reported that during an mastectomy procedure, the surgeon performed this procedure while the cutting clips occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. The multiple clip applier was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Although no conclusion could be reached based on the analysis results as to what may have caused the reported event, change to optimize the instrument clip forming mechanism is being pursued to minimize the risk of this type of issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.